Event description:
It was reported a high impedance issue. Impedance testing was completed and all combinations were 6,000 plus. The device was never implant and was replaced. The cause was not determined but it was noted to have been resolved with the replacement. No patient symptoms were reported and the device will not be returned because it is considered lost. Patient outcome was considered alive with no injury. Follow-up was not requested due to the lead being lost but if additional information is received it will be evaluated and a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).